Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of air valve liftoff failure. Through follow-ups, key market indicated that there was no patient involvement.